Event description:
The reporter stated that about twelve months after a spinal surgery procedure using the manta ray anterior cervical plate, it was seen on post operative x-ray images that a screw had backed out of the plate by about three to four millimeters. The locking mechanism had failed. The screw was removed during a second surgical procedure that included a rigid esophagoscopy of an area above and below the glottis. The bone fusion was observed to be solid. Integra has requested additional info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.